Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 405 mg/dl. The customer also stated that the insulin pump had post reset ram crc alarm and charger issue. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. It was unknown that customer was using auto mode or not. Customer did not want troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.